Manufacturer narrative:
A product investigation was completed: visual inspection confirmed that there is a cable stuck in the chuck jaws of the tensioner. Upon further inspections a technician was able to successfully remove the piece of lodged cable. Following the removal of the piece of lodged cable, the device was found to function as intended and was found to meet manufacturing specifications. A device history record (DHR) review was conducted and found that the device met specification prior to shipping. No manufacturing related issue was identified and/or confirmed. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Concomitant medical products: (therapy date): unknown. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Dates of manufacture (release to warehouse dates): (B)(6) 2013 and (B)(6) 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on an unknown date the unknown cable did not pass through the cable tensioner. It was thought that a piece of cable is stuck in the instrument, but after the operation it was still not able to pass through the instrument - even not with a rigid k-wire. Due to the reported issue, unknown wires had to be used instead. The orthopedic surgeon was very unsatisfied. The surgery was delayed but the length of duration is unknown. There is no information available regarding the patient¿s postoperative condition and outcome. Concomitant reported parts: k-wire (part, lot and quantity unknown). Cable (part and lot unknown, quantity 1). This is report 1 of 1 for (B)(4).